Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Per the operative report for the operation in 2008, "in attempting to debulk the tumor from the right ventricle we got into the right ventricle, had to cannulate arterial and venously in the groin and go onto cardiopulmonary bypass in order to close the right ventricle with 3-0 prolene, sewing into place some periguard to close the hole."

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received; however, the cause of death was not learned. A device history record review is currently in process. Device not returned.